Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-jan-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 14-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, (B)(4) (hcp): information was received from a healthcare professions regarding a patient who had an information was received from a healthcare professions regarding a patient who had an implantable neurostimulator (ins). It was reported that stimulator was not functioning. Called did not know what that meant. Patient told caller that wire broke and doctor did not want to remove it. No symptoms were reported and no further complications were reported/anticipated.